Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18sep2020.

Event description:
The customer reported the unit alarmed to an alarm light emitting diode (led) failure when it was powered on. There was no patient involvement. The field service engineer provided remote support and advised the customer to replace the user interface. The customer replaced the user interface and the issue was resolved.